Event description:
It was reported by the pt that she has been in "distress" ever since the surgery. Complains of chronic abdominal pain that feels like a tummy ache.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.